Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, low pacing impedance was observed on the right atrial (ra) lead. During the revision procedure, insulation damage was found on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient is in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found the outer coil to be bent at the suture sleeve impression region. Destructive analysis found the inner insulation beneath the suture tie impression was damaged consistent with an over-tied suture. The cause of the reported events was isolated to the over-tied suture sleeve. Visual and x-ray analysis did not find any other anomalies. The reported events of low lead impedance and insulation damage were confirmed.